Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be determined. Additionally, thrombus is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported required medication is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus . It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The first clip delivery system (cds) was advancing to the mitral valve; however thrombus was detected on the cds. Therefore, the cds was removed and medication was administered. Then after 20 minutes, through imaging it was confirmed thrombus was no longer visible and the procedure continued with a new cds. The cds was advanced to the mitral valve, and the clip grasped both leaflets, but the mean pressure gradient increased to 6-8mmhg. Therefore cds was removed with the clip attached. The mean pressure gradient returned to baseline. No clips were implanted, and mr is 4. There was no clinically significant delay in the procedure. No additional information was provided.